Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was accidental death caused by traumatic head injury resulting in cardiac arrest. The customer fell and hit their head on the back of the toilet tank. The caller did not see these events, but heard the crashing sounds from another room. The caller stated that the customer had hypoglycemia that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death; however, their blood glucose was reportedly low. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The caller declined to return the insulin pump for analysis.